Manufacturer narrative:
Sganzerla p, et.al. Clinical performance of the new gore septal occluder in patent foramen ovale closure: a single-center experience. Journal of invasive cardiology 2015;27[9]:430-434.

Event description:
This information was received through literature article "clinical performance of the new gore septal occluder in patent foramen ovale closure: a single-center experience" published in the journal of invasive cardiology, september 2015. The article reports from the 30-day follow-up, a patient had several episodes of paroxysmal atrial fibrillation. Additional information provided by the author notes that following treatment with flecainide for four months, the patient had no further rhythm problems.